Manufacturer narrative:
Fowler.

Event description:
It was reported that during checking the cot, he observed that the dampener is bent. He replaced the dampener. There was no reported pt involvement or adverse consequences.